Event description:
Patient reported via sus voluntary medwatch (mw5117896) right side "leaking, ruptured", "leaked into my armpit", and "realized that it was implants causing all of this". Patient also reported the non device related events of "right arm was paralyzed", "bakers cyst rupture", "diagnosed with inflammatory arthritis", "both hands operated on for arthritis", "difficulty walking and being able to get up from a seated position", "severe brain fog", "blurred vision", "afib", "infection", "uti", "hypothyroidism", and "htn". The device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5117896. Continued h.6. Health effect - impact code: f1901. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.